Event description:
(B)(4). The adult day care manager stated the spring was broke on the locking caster. The caller had no additional information. The caller was directed to get the part number only.

Manufacturer narrative:
Additional information will be added as it becomes available.